Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the light was insufficient due to the universal cable failure, the outer tube bent caused by a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited outer tube bent, component failure of the rigid tube and the light was insufficient. There was no patient involvement.